Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes, and myopotential noise. The sensing vector was set to the primary vector. The clinic reprogrammed the sensing vector to the secondary vector, and the patient received two more inappropriate shocks. The pulse generator battery status was at 8% remaining and there was a battery depletion alert. The doctor elected to program therapy off and had ordered a life vest for the patient. A replacement procedure has been scheduled. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes, and myopotential noise. The sensing vector was set to the primary vector. The clinic reprogrammed the sensing vector to the secondary vector, and the patient received two more inappropriate shocks. The pulse generator battery status was at 8% remaining and there was a battery depletion alert. The doctor elected to program therapy off and had ordered a life vest for the patient. A replacement procedure has been scheduled. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.